Event description:
It was reported that, during a total knee arthroplasty surgery, a metal fragment was found in patient's incision. The metal fragment was successfully removed. It is unknown which product this metal fragment came from as there were no breakage on surgical instruments; therefore, it might have come from either jrny ii bcs femoral oxin lt sz 3 or journey tibia base np lt sz 2. Surgery was resumed, without any delay, with the same devices. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation. The images provided were reviewed and the reported event could be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to excessive forces applied to implant, surgical technique and/or user error. As the metal fragment was found after implantation, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3.